Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The customer reported nothing unusual about the supplies. There was no patient injury or medical intervention reported. No additional information is available. This is report one of two.

Manufacturer narrative:
(B)(4). The actual device was not received; however a companion sample from the same lot was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and a simulated therapy were performed. There were no issues found that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.